Manufacturer narrative:
The 510 (k) # is k001109. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs on (B)(6) 2010 alleging three dashes on her one touch ultra meter. The patient mentioned that she first noticed the alleged issue on (B)(6) 2010 at 5:35pm. Immediately after the alleged issue began, the patient developed symptoms of feeling shaky and sweaty. The patient did not seek any medical attention or contact her physician for assistance. While troubleshooting, it was noted that the meter had never been coded before and the alleged issue was resolved via troubleshooting. The complaint is being reported since the patient alleged that due to the tree dashes, she was unable to test and immediately developed symptoms suggestive of a serious injury.